Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that due to unrelated sickness and kidney trouble noted to be possibly related to the device/therapy, the patient was concerned that her stimulator slipped due to a weight loss of 45 pounds. The patient was concerned that the stimulator was bothering her kidneys because of where it slipped to. The patient indicated that maybe they can take it out because she has been diagnosed with kidney trouble. The patient indicated that the device worked beautifully for the first 2 or 3 years, but the year prior to the report was bad and nothing was helping her. At the time of the report, she does not think that it is doing anything for her anymore and she is sick and tired of charging as she has a hard time remembering to recharge. The patient was feeling tingling during recharging. At the time of the report, the patient was able to successfully connect with the implant to recharge with 8 coupling bars and the implantable neurostimulator recharger was showing that the implantable neurostimulator was nearly dead and stimulation was off. The patient wanted to discuss removal and was redirected to her health care provider. There were no further complications reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 37754 lot# serial# (B)(4) implanted: explanted: product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that they were suffering from kidney problems probably starting eight months ago (2017). They stated that they wanted to find out whether the ins had moved because they had lost a lot of weight (date occurred was asked but unknown). The patient stated that they had lost (B)(6) pounds in the last two months and the doctor didn¿t know why. They stated that they did not know how much they weighed when the ins was implanted. They stated that they thought the ins had moved because it was burning back in their right hip and they could not sleep on that side (date occurred was asked but unknown). They stated that they thought the ins moved from their upper hip to their right buttocks. It was reported that the reason their healthcare provider (hcp) put their device in their upper hip was because they had major back surgery and had two rods put in their back, which they confirmed occurred prior to them getting their device/therapy. The patient was redirected to follow-up with their hcp, though they indicated that they no longer had an hcp. A list of physicians was sent to the patient. No further complications were report ed/anticipated.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome, degenerative disc disease, and spinal pain. It was reported that the patient was experiencing poor communication. The patient stated that the recharger wasn¿t working because when they tried to start a charging session, they would see a reposition antenna message. The patient stated that they were confident that they had the antenna directly over the implant. The patient reported that the ins may have moved because they noticed that they have to go lower on their buttocks when they charge. The patient mentioned that they had back surgery and that they lost weight and they thought that might have something to do with it. The patient reported that they were also having kidney problems and they thought that the ins may have something to do with it. They told their doctor that the ins moved lower than where it used to be. The patient attempted to charge the ins on the call and was able to get 6 coupling bars and confirm that the device was fully charged. The patient was planning on having an x-ray done to see if the ins is pressing on their kidney. No further complications are anticipated.